Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of scope connector being cut was confirmed. The protector of universal cord on scope connector side had a cut due to physical stress. The allegation of reduced angulation was confirmed. Due to wear of angle wire, bending angle in up/down and right/left directions did not meet the standard value. Due to wear of angle wire, the play of up/down and right/left knobs were out of the standard value. The allegation of discoloration of insertion tube was confirmed. The connecting tube had discoloration due to cleaning/disinfecting/sterilization method. In addition to the evaluation, due to pinching on bending section cover, water tightness was lost. Due to clogging of nozzle, water removal ability did not meet the standard value. The light guide lens had a chip. The plastic distal end cover was deformed. The bending section cover had a cut. The control unit had a scratch. The scope cover had a scratch. Grip had a scratch. The suction cylinder was shaved. Forceps channel port was shaved. The universal cord had a wrinkle. The plug unit had a scratch. The scope connector cover unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A field service engineer reported that the evis exera iii gastrointestinal videoscope experienced reduced angulation in all directions, discoloration of insertion tube and protector cut at scope connector. The event occurred during reprocessing. There was no report of patient harm. During incoming inspection, foreign objects were in the nozzle. The foreign material was yellowish-brown in color, but it is unknown what the material is. Foreign material was due to insufficient reprocessing of the device. This medwatch is being submitted to capture the reportable malfunction found during evaluation.